Event description:
It is reported that a customer inserted a sensor manually. The customer was advised to never insert the needles manual because the sensor may not work properly. The patient's blood glucose was at 155 mg/dl at the time of the call. The customer was advised to monitor the sensor and to call back if they had any issues. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.